Event description:
It was reported that guide wire detachment occurred. A 185cm pt²¿ guide wire was selected. During manipulation of the device outside the patient, the guide wire was detached. The procedure was completed with another of the same device. No complications were reported and patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).